Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's daughter reported two different measurements within 10 minutes: first result: 247mg/dl at 10.47pm on 19-01-17 . Second result: 84mg/al at 10.50pm on 19-01-17. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.